Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 one infusion tubing had come apart. The infusion set is used for 3 days. The site of location is arm. No further information available.